Manufacturer narrative:
An event of device deformity was reported. Two images were received from the field appearing to show an occluder in a cobra deformation. The device was received for examination and met functional and visual specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 10mm amplatzer septal occluder (lot 6741417) was chosen to be implanted into an atrial septal defect (asd) utilizing an 8f amplatzer trevisio intravascular delivery system. During implantation, a cobra deformation of the device was observed, and the occluder made contact with the interatrial septum. The device was removed prior to release from the delivery cable and was placed in warm saline, but the issue persisted. A replacement 10mm amplatzer septal occluder (lot 6741417) was then used to complete the procedure. There were no adverse patient effects. The patent remained hemodynamically stable throughout the procedure. No angulation or kinks in the delivery system were observed. There was no clinically significant delay in procedure and no adverse patient effects.